Event description:
The doctor reported that implant was removed due to loss of osseointegration, approximately 2 years and 4 months after the implant placement date. Oral hygiene around the implant site was good. Bone quality at surgical site was type 2. During the surgery, bone resorption was observed. Patient has recovered since.